Event description:
It was reported that customer experienced broken pump screen that left the touchscreen unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.